Manufacturer narrative:
It was found that the customer had not performed calibration in the recommended interval prior to obtaining the initial result. Calibration had been previously performed on (B)(6) 2023. Per product labeling, "hb and hba1c: full calibration is recommended - after 29 days during shelf life." The root cause of the event was found to be consistent with pre-analytical sample handling issues. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 results for 1 patient sample on a cobas 6000 series system cobas 6000 core unit. The initial hemoglobin a1c (hba1c) result was 6.2% with a data flag. The customer re-calibrated the assay and repeated the sample. The sample was repeated and the result was 5.7%. The sample was sent for high pressure liquid chromatography (hplc) and the result was 5.1%.